Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a screw head broke off during a tmj surgery and the tip of the screw remained implanted.

Manufacturer narrative:
The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. The screw was visually evaluated with a digital microscope. The screw was found to be fractured at the first minor diameter from the head and perpendicular to the length of the screw. The fracture is typical of an over torqued screw. The thread geometry cannot be measured because the fracture location did not leave a full thread. The head of the screws has signs of use but no significant damage, indicating the screws retained the blade allowing a high torque on the screws to be achieved. There are no indications of manufacturing defects. The most likely cause of the complaint issue is excessive torque applied during insertion of the screws and/or shallow pilot hole. Fields were updated based on the device evaluation.